Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported via regulatory agency "breast implant associated lymphoma". Healthcare professional further reported "lateral mastectomy site swelling/ erythema/ distortion of reconstruction. Diagnosed with t-cell lymphoma, node positive, histology consistent with breast implant associated lymphoma,." And capsular contracture, baker grade iii. Affected side is right. The device has been explanted. Cd30+ and alk- have been confirmed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of lymphoma-alcl, lymphadenopathy and capsular contracture, baker grade iii are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "breast implant associated lymphoma."

Event description:
Healthcare professional reported via regulatory agency "breast implant associated lymphoma". Healthcare professional further reported "lateral mastectomy site swelling/ erythema/ distortion of reconstruction. Diagnosed with t-cell lymphoma, node positive, histology consistent with breast implant associated lymphoma,." And capsular contracture, baker grade iii. Affected side is right. The device has been explanted. Cd30+ and alk- have been confirmed.